Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. This device is not cleared for sale in the us but a similar device is. Device was discarded.

Event description:
Primary surgery using t2h was performed on (B)(6) 2016. After the bone healing, the extraction of the implants was planned. However the nail could not be extracted during the surgery. The surgeon finished the surgery as it is. The patient is same with (B)(4).